Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for this implantable cardioverter defibrillator (ICD), the physician was using cautery during the closing of the pocket. Subsequently, the patient went into ventricular fibrillation (vf). The local boston scientific field representative attempted to retrieve stored episodes related to the vf but was able. Boston scientific technical services (ts) discussed that the arrhythmia logbook is not activated until two hours post right ventricular lead attachment. Ts then discussed that it was possible that cautery activated the device's noise response feature which may have led to pacing into the patient's t-wave. Ultimately, the patient's vf was converted via external cardiac defibrillation. There was no adverse patient effects reported.